Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has yet to be received at boston scientific for analysis. If the device is received in the future an analysis will be performed.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.